Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The physician introduced the lead into right ventricle and was not able to enter the stylet into the lead lumen with multiple approaches. The stylet was stuck in the lead. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.